Manufacturer narrative:
The device has not been returned for analysis as of this date.

Event description:
It was reported that following deployment of the liberte' monorail stent, the physician experienced difficulty removing the delivery device. After deployment of the liberte' monorail stent, it appeared that the distal segment of the stent had collapsed and it was difficult to remove the delivery device. No patient injuries or complications were reported. Patient status was listed as "unk". Additional information has been requested regarding this procedure.